Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's sister that the patient with type 1 diabetes passed away on (B)(6) 2025. She declined to disclose the cause of death. She reported concerns about cgm accuracy on social media and reiterated this concern on the phone call with dexcom on 08/20/2025. She felt that the cgm may have contributed to his death since he was wearing the g7 in his arm and had the mobile device next to him when found dead in bed. She noted that the last cgm reading was 155 mg/dl on (B)(6) 2025, 3 days prior to the death. She wanted to know what happened with the cgm in the 3 days between. She declined to provide any additional details. No product has been provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: investigation findings h6: investigation conclusion.

Event description:
Data was provided for investigation. A review of the app performance data indicates that the last sensor session started at 11:47 am on (B)(6), 2025. The last readings available on the app ended at 6:14 pm on (B)(6), 2025. Data indicated that the alerts were operating as intended and several were sounding through a bluetooth device. In general, the alerts were acknowledged. The user was observed to have many instances of large signal loss gaps. No calibrations were entered during this sensor session. The allegation and probable cause could not be determined. Additionally, the reporter stated that the cause of death was noted to be natural cardiopulmonary arrest, diabetes mellitus type I.